Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture- saline implant.

Event description:
Healthcare professional reported unspecified side "ruptured saline implant." The device status is unknown.